Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported that the customer fell and cracked the touch screen. Reportedly, the pump is black and does not illuminate. There was no impact to customers' blood glucose level.